Manufacturer narrative:
(B)(4). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
During initial activation on (B)(6) 2016, auditory percept was noted on channels 1-3 only. Per surgical report, only channels 1-6 could be inserted in the cochlea due to unknown obstruction that did not appear in pre-operative scanning.

Manufacturer narrative:
(Exemption number e2015033). (B)(4). Additional information: based on the received information, the active electrode could not be completely inserted into the cochlea during initial implantation surgery, due to severe ossification that did not appear in pre-operative scanning. The implant registration card states that ten electrode channels were left out of cochlea at implantation. However, as per surgical report, approximately six channels were inserted at initial surgery.

Event description:
During initial activation on (B)(6) 2016, auditory percept was noted on channels 1-3 only. The patient reported only hearing "beeps". Due to the lack of auditory percept, the patient elected to leave the processors and kit with the clinic. An incomplete insertion at implantation was made. Per surgical report, only approximately 6-7 channels could be inserted in the cochlea due to severe osification that did not appear in pre-operative scanning. Internal registration information contradicts this slightly, indicating 10 channels were left extra-cochlear. The patient has been implanted on the contra-lateral side.